Event description:
Customer reported patient with a central venous access port was receiving vectibix, irinotekan and fluoracil for chemotherapy treatment. Tegaderm 1626w was used for IV dressing and customer reported a severe skin reaction under the entire film dressing. Customer reported medical treatment required and reported prontosan solution/mepilex, aqvitox solution / melgisorb ag absorbing dressing / non woven (vlivazel), aqvitoxem and epaderm cream were all used for treatment. Reported reaction was improved after 5 days and took 14 days to resolve. Reported leakage was noted at the site and product was difficult to remove.

Manufacturer narrative:
Manufacturer note: vectibix was reported as one of the chemotherapy medications used for treatment. Package insert lists warning for dermatologic toxicity. There was also leaking noted in the report. It is not known if the skin reaction was due to dressing or medication.